Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of above 1000 mg/dl. Customer other blood glucose values were over 600 mg/dl, 640 mg/dl, 410 mg/dl, 241 mg/dl and 100 mg/dl. The customer experienced symptoms such as chest pain and vomiting. Customer did not allege insulin pump under delivery of insulin. Customer stated drive support cap appeared to be normal. The customer was treated with insulin pump, syringe and manual injection. The device will not be returned for analysis.